Event description:
Additional information was received from a consumer (con). It was reported that the patient was too claustrophobic to go into a closed MRI scanner and wanted to know what else she can do if she couldn¿t have an MRI. Reviewed with patient the concerns of an open MRI and the option of a CT scan.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: 8703w, serial# (B)(4), product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (hydromorphone) with an unknown dose and concentration via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 an hcp was calling for MRI compatibility guidelines. It was unknown by the reporter if there was a problem with the patient¿s devices or therapy. The reporter initially mentioned the patient had pain in the spine, but then retracted and stated that she was not going to discuss the patient¿s personal information and then would not provide any more information. Additional information received on (B)(6) 2016 states a magnetic resonance imaging (MRI) was ordered to check for granuloma on an unknown date. It was stated patient was scheduled for an MRI and the facility called and stated they were not able to do the MRI due to manufacturer guidelines. Patient has had MRI done in past and pump was fine, and stated she can not go into a closed bore. Guidelines were reviewed and found it was for closed bore. Patient stated they are not checking the pump. Patient experienced increase in back pain in the spine "for about a year", and healthcare professional (hcp) was checking for granuloma. It was noted the symptoms are related to device or therapy, and patient has had no falls or trauma. Patient thought hcp was checking for anything not just a granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. Compatibility guidelines were requested for magnetic resonance imaging (MRI). It was unknown if the procedure was due to a problem with the device or therapy. The patient was having the MRI due to pain. The hcp wanted to see if something was causing the pain and checking for a granuloma. The patient could not remember when the pain started and was escalated. The patient always had open MRI's without a problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.